Event description:
The customer reports a (B)(6) architect anti-hcv assay result for one patient sample. The patient was known to be (B)(6) for (B)(6), so when an initial (B)(6) result of (B)(6) was generated, a retest was performed. The retest of this sample generated (B)(6) results of (B)(6). No further patient information was made available. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed on three different architect systems using a reserved reagent kit of (B)(4). Three-hundred replicates of the (B)(6) control were run on each of the systems. All values were within specifications and no (B)(6) results were generated. However, two outliers were identified. The calculated outlier rate is (B)(4) and is lower than the target of (B)(6), therefore meeting acceptance criteria. Analytical sensitivity was evaluated by testing two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)). The sensitivity panel values met specifications and the results were in the expected ranges and no (B)(6) results were obtained. The clinical sensitivity of this reagent lot was evaluated by testing two commercially available seroconversion panels ((B)(6)). The reagent lot detected the same bleeds as (B)(6) (per target specifications) with comparable (B)(6) values for the seroconversion panels. Based on this data it was shown that the sensitivity performance of the reagent lot is not adversely affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hcv assay package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that the architect anti-hcv reagent lot (B)(4), identified in the complaint, is performing acceptably. A product deficiency was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. Patient problem: no consequences or impact to patient. (B)(4). Device problem: (B)(6) result. (B)(4).